Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the sharp dents in the probe unit occurred due to impact on the distal end, such as strong rubbing against the area in normal use, including reprocessing, as well as the impact of the unit hitting something hard. As a result of checking the instruction manual, it was confirmed the following is listed for 'inspection of the endoscope': "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities". Per the legal manufacturer, the other issues identified in the initial report (broken elements, air/water supply channel found clogged, insertion tube buckled, and low tension with the control knob) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the probe unit was found with sharp dents. The ultrasound image contained two broken elements. The air/water supply channel was found clogged and the insertion tube was buckled. The control knob showed low tensions. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a blocked water channel on a gastrovideoscope. The event occurred during reprocessing of the device. No patient involvement or injuries were reported. No additional information has been obtained.